Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed was doing a 6 month preventive maintenance on arctic sun device, they said that during the fluid delivery line (fdl) test the unit was not reaching -7.0 on any of the valves, 4545 system hours, explained that it was the circulation pump not generating enough vacuum and was due for the 2k pm. They were going to run a calibration to see if it passes and if it did not, they would call back to get the 2k pm done on it.

Event description:
It was reported that the biomed was doing a 6 month preventive maintenance on arctic sun device, they said that during the fluid delivery line (fdl) test the unit was not reaching -7.0 on any of the valves, 4545 system hours, explained that it was the circulation pump not generating enough vacuum and was due for the 2k pm. They were going to run a calibration to see if it passes and if it did not, they would call back to get the 2k pm done on it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.